Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode due to multiple flipped bits. The product code could not be downloaded due to the device being at elective replacement indicator (eri). After replacing the battery, the device functioned normally.

Event description:
It was reported that there was no telemetry and no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.